Event description:
Customer reports via phone that during a ureteroscopy for stone removal and stent placement, the system fluoro failed. Staff moved the pt to another room, where procedure was completed without further incident. Customer provided no pt information, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Mallinckrodt field service engineer (fse) visited on site to investigate report of 'no x-ray'. Tech support notes indicate that the customer had rebooted during this call but wanted pse to come check the unit. Fse checked system but could not reproduce any problem. Fse verified all operations of fluoro and x-ray shots per service checklist (B)(4) and returned the unit to the customer for full service.